Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found rupture. Also shell abrasion was found in the edges of the rupture. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 175cc, catalog number 3501751bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with a mentor memorygel breast implant 175cc and experienced rupture on the left side postoperatively. As a result, the patient underwent removal on (B)(6) 2019.